Event description:
During an inspection of hill-rom spo2rt beds used in the hospital, it was identified that the white liner found under the mattress cover on some of the beds showed evidence of liquid seepage. Some of the mattress covers had visible areas of wear from pt use. There is no direct evidence of pt injury resulting from the fluid stained liner.